Manufacturer narrative:
Resmed assisted the customer to troubleshoot the issue and instructed the customer, as per the user guide, to perform a learn circuit test on the device to recalibrate the oxygen flow sensor. The device was not returned, therefore resmed is unable to confirm the reported issue. (B)(4).

Event description:
It was reported to resmed that a patient using an astral device with supplemental oxygen was taken to the hospital for low sp02 (measured oxygen saturation). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The device evaluation found that the device failed to complete its internal self-test due to the oxygen sensor failure. The investigation determined that the reported oxygen issue was most likely due to a faulty oxygen sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).